Event description:
Reportable based on device analysis completed on 17-nov-2018. It was reported that the catheter leaked during preparation of the device. An angiojet solent proxi catheter was selected for a thrombectomy procedure. During preparation, the device was being primed and the catheter leaked. It was unknown the location of the leak. The procedure was completed with another of the same device. There were no patient complications reported. The returned product consisted of a solent proxi thrombectomy system. The pump, spike line, effluent/supply line, shaft and tip were microscopically and visually inspected. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and in thrombectomy mode. The device ran within normal range (10.05 kpsi) without any errors or alarms; however, fluid did leak from the shaft. The shaft was microscopically inspected and a hole in the shaft was revealed 44.2cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.